Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the penile prosthesis stopped performing as expected. The patient underwent a revision surgery. Upon removal it was observed that the explanted prosthesis was not a boston scientific product. There were no patient complications.

Event description:
It was reported that the penile prosthesis stopped performing as expected. A revision surgery is planned. There were no patient complications.